Event description:
It was reported that the patient had some discomfort at the ipg site due to the leads had worked their way in front of the generator and had an uncomfortable rubbing sensation. The patient underwent a pocket revision procedure and doing well post operatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.